Event description:
It was reported that during an implant procedure, the patient experienced a perforation and pericardial effusion due to the placement of the right ventricular lead. The effusion was detected with an echocardiogram and pericardial centesis was performed however due to the continued draining of blood, an emergent thoracotomy was required to repair the perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).